Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be ¿inadequate material selection - materials of construction are not biocompatible". However, there was insufficient information to confirm this potential root cause. The device history record review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer had surgery back in 2019. They awakened to find two nurses standing by their bed to connect them to a bed and asking to connect them to purewick female external catheter. Nurses made it to sound like a great product, since they agreed even though they were still heavily medicated at the time. Device damaged their body, and they had urinary medical issues ever since then they have been profoundly a negative impact in their life causing them a great deal of pain, stress and money. The device used suction to absorb the urine, and it could cause serious medical issues. The device that was attached to their body caused permanent damage to their body that had caused them a lot of severe pain on a regular basis and lot of money for the additional pads, they must now buy each month. They were promised it was a safe device that would prevent urinary tract infections but what they deal with is 100 percent worse than any urinary tract infections they ever had. It was unknown what medical intervention was provided.